Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient saw an oor message. It was also stated that the patient had a couple falls on concrete over the past 3 weeks. They also mentioned that the last time they had a CT scan of the brain was in july or august and it came back normal. The patient confirmed that they were not making any therapy adjustments when they encountered the oor message. They were checking the ins battery voltage which was presently at 2.8v. The patient wondered if changing the programmer batteries would make a difference, and it was reviewed that the oor would not be affected by that. Technical services asked how often the patient checked their status and it was stated they usually check once a day. The patient had an appointment on monday, and asked if they should have their impedances checked. It was reviewed that the impedances would be checked. When asked if the patient had therapy loss they stated the didn¿t have tremors, but had some dyskinesia in their right foot. The patient had called back and said that their hcp would like to have the ins read by the rep to see what was going on. Patient mentioned they were in a skilled nursing facility and didn¿t think the nurses would call the rep so they would just follow up with the hcp. The patient had called back again and requested a rep be contacted to do an impedance check on their dbs. The role of the rep was reviewed and a message would be sent to the rep. The patient mentioned that the hcp said they would contact the rep as well. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the circumstances that led to the fall and oor was pd. The steps taken to resolve the issues were to decrease voltage by neurologist. The issue was resolved. There were no further complications reported.